Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead repositioning procedure, the physician had difficulty retracting the lead helix. The lead was explanted and replaced.